Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold since implant. It was found that the patient had a right ventricular lead perforation with pericardial effusion. The patient required a pericardial chest tube. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.